Event description:
It was reported that the surgeon attempted to insert two different articular surfaces into the tibial tray with the locking screw but was unsuccessful.

Manufacturer narrative:
This report will be amended when our investigation is compete.